Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle device was pre-placed successfully. The second prostyle device was set to be pre-placed, however, the foot did not close completely, which resulted in a suture break. A third prostyle device was then used, however, the foot did not close completely, and the artery was torn a bit to remove the device. Since the first prostyle suture was successfully pre-placed the tavi procedure was completed. When closing, it closed well; however, some time was spent due to bleeding. The following day, a pseudoaneurysm was observed, and the artery was open for surgical repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The difficult to open or close and material separation could not be confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. In this case, a suture break occurred while pulling the plunger. While closing the foot, it interacted with the suture or anatomy (tissue) causing the difficulty to close the device and the subsequent difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle device was pre-placed successfully. The second prostyle device was set to be pre-placed; however, the foot did not close completely, which resulted in a suture break. A third prostyle device was then used, however, the foot did not close completely, and the artery was torn a bit to remove the device. Since the first prostyle suture was successfully pre-placed the tavi procedure was completed. When closing, it closed well, however, some time was spent due to bleeding. The following day, a pseudoaneurysm was observed, and the artery was opened for surgical repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed emdr report, the following information was received: resistance was felt when removing both devices. Hemostasis was achieved with the 1st and 3rd pre-placed prostyle sutures. No additional information was provided.